Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was at the hospital for care. The nurse did not specify why the customer was at the hospital. The blood glucose reading was 232 mg/dl. She also reported that the insulin pump alarmed for no delivery but declined to troubleshoot for that issue. The insulin pump was not replaced or returned for analysis.